Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
The doctor revised a mako mck medial pkr due to aseptic loosening of the femoral component. He thinks it was due to cement technique at time of implantation. The construct is two years old. There is visible wear on the poly insert. He believes it is too young to have experienced poly wear, and would like the insert to be examined, assessed and reported back to him please.